Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the mid right coronary artery (rca). A 3.00x16mm promus premier stent was selected to treat the lesion. During the procedure they went to deploy the stent when the stent balloon would not fully inflate. The stent was partially deployed and they could see contrast exiting the balloon. An unspecified balloon catheter was used to fully dilate the stent. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., the device has been returned for analysis. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cone profiles were reviewed and no issues were noted with the overall profile. The balloon wings were re-folded on return for investigation. Following an initial examination, an attempt was made to inflate the balloon and however this attempt failed as fluid leaked from the tip of the device. This leak would indicate damage/defect to the lumen of the device is likely. There was no apparent damage to the balloon wall causing a leak through the balloon as indicated in the event description. A microscopic examination found that the inner was broken at 0.5 mm distal to the bi-component bond. There was evidence of stretching to the inner wire lumen distal to the bi-component break location. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. As the bi-component bond was evidently broken it would have been difficult to inflate the balloon and hence the leaking of fluid through the tip of the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. Based on the findings within this investigation, escalation is not required at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the mid right coronary artery (rca). A 3.00x16mm promus premier¿ stent was selected to treat the lesion. During the procedure they went to deploy the stent when the stent balloon would not fully inflate. The stent was partially deployed and they could see contrast exiting the balloon. An unspecified balloon catheter was used to fully dilate the stent. There were no patient complications were reported.